Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they needed to get an MRI of their shoulder, but their implanted neurostimulator had been inactive for over 12 years. Patient asked for a recharger to be able to charge again to put into MRI mode. Agent asked, patient said they didn't use the implant because the placement of the thing in their back was not in the right place, so stimulator wasn't helping with what it was put in there for, since implant. Agent reviewed conditional head/brain only eligible based on model numbers. The patient was redirected to their healthcare provider to further address the issue and discuss next steps. Patient didn't remember if dr. Shetter was their doctor and said they would check with their primary doctor.